Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medicine. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was damaged and caused leaking. The following information was received by the initial reporter and translated into english with the following verbatim: mz connector in the hospital obstetrics and gynaecology connected to the PICC operation, the use of the third day of the two clinical nurses were found on the patient's body there is liquid leakage, after checking the mz connector was found to be due to the appearance of cracking caused by the liquid leakage. The hospital needs the manufacturer to give specific investigation results.

Manufacturer narrative:
Additional information: material number updated, expiration date and date of manufacture added. Investigation results: a mz1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 22115681. The customer reported that they observed leakage during infusion due to a crack on the maxzero. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience, with a crack observed to the female luer adaptor of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 22115681 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
No additional information.